Event description:
It was reported that a leakage occurs around 6 cm of the catheter. The device was placed for 8 months. When flushing the sealing tube with physiological saline, leakage was found. Chemotherapy drugs should have been administered before, and the patient has been maintained in other hospitals. Other fluids that have been administered cannot be confirmed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a leakage occurs around 6 cm of the catheter. The device was placed for 8 months. When flushing the sealing tube with physiological saline, leakage was found. Chemotherapy drugs should have been administered before, and the patient has been maintained in other hospitals. Other fluids that have been administered cannot be confirmed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 6 cm and 7 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc were returned for evaluation. An initial visual observation of the photograph showed the insertion site of the PICC. It was observed that the tubing of the PICC was discolored near the proximal end. An initial observation of the video showed the removed device being infused with a clear liquid. This action resulted in an evident leak in the tubing of the catheter. However, there were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a leakage occurs around 6 cm of the catheter. The device was placed for 8 months. When flushing the sealing tube with physiological saline, leakage was found. Chemotherapy drugs should have been administered before, and the patient has been maintained in other hospitals. Other fluids that have been administered cannot be confirmed. No other information was provided.